Manufacturer narrative:
H3: one portex tube pdt ultraperc tracheostomy tube was received along with other components and a certificate of safe handling. No guidewire pack tube was returned from the customer. The returned components were examined to confirm they were all the correct size and no issues were found. One blu introducer 007/522/190 was returned for investigation. The returned blu introducer was tested for free-passage with a guiding catheter with measurement number 984. Thereby, it can be confirmed that the catheter could not be completely inserted. A slightly kink in the blu introducer was noticed which caused the blockage. The event was an isolated incident and the most probable cause it that the fault occurred after the product left the manufacturing site.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that while inserting the cannula, the white buckling protection aid did not work. As a result, a new introducer and cannula were used. No patient injury occurred, but prolonged oxygenation to the patient.